Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found with the button contacts. Unrelated to the complaint, the display lens was found to leak; no evidence of moisture was observed inside the pump.

Event description:
Patient's mother reports pump locked up on verify screen after exposure to pool water at amusement park. She also reports contrast button is working, however, up and down buttons are not responding. Patient does not clean pump. Patient wears pump in pocket.